Event description:
End-user who has used product since (B)(6) 2013, reported red itchy skin under taper collar.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user cleanses skin with irish soap, applies allkare adhesive remover wipes, then applies wafer. End-user reports that wafer change is performed every two (2) weeks. End-user was advised to discontinue use of product, and an alternate product sample was sent. No additional pt/event details have been provided. A return sample for eval is not expected. Should additional info become available a f/u report will be submitted. (B)(4).